Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital & (B)(6) center.

Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. The lesion was pre dilated with a 2.50 x 12 mm non-complaint balloon. A 3.50 x 48 mm synergy was deployed, post dilated with a 4.00 x 15 mm non-complaint balloon, and a type b proximal stent edge dissection was noted. A 3.50 x 16 mm synergy was deployed to cover the dissection and the procedure was completed successfully. The patient was stable post procedure.